Event description:
A report of the ipg battery depleting rapidly was received. A review of ipg's database confirmed the complaint. The patient will undergo a revision surgery to have the ipg replaced.